Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the channel tube and nozzle had foreign objects, and the channel cleaning brush could not be inserted. Based on the results of the investigation, it was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a clogged forceps channel. The event occurred during reprocessing. There were no reports of patient involvement.